Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the cecum during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, a 3 cm pedunculated polyp was found at 40 cm. Initial attempts to remove it using a cold snare with energy were unsuccessful due to a lack of energy transmission. Despite changing the bovie pad and active cord and ensuring the snare was securely connected without issues at the cautery pin, coagulation still failed. The snare became stuck and could not be removed without risking injury. As a result, the handle was cut, and the wire was taped to the patient's thigh. The patient was sent to surgery the same day for device removal. Post-procedure testing confirmed that the erbe generator was functioning properly, as it worked with a hot biopsy forceps and was successfully used in a subsequent ercp. The procedure was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a150208 captures the reportable event of snare loop entrapment. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f19 captures the reportable event of surgical intervention.